Manufacturer narrative:
On 11/06/2019 mentor became aware that it erroneously omitted an off label use of the device. The sterilization expiration date of the device was 06/30/2006. The device was implanted on (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 400cc mentor memorygel breast implant, catalog #3507400bc, lot#227769. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure. The implant was described as misshapen. The diagnosis was made by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.